Manufacturer narrative:
The device has been returned to factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the hemopro would not activate when the toggle switch was pulled back and energy was not being supplied to the jaws. The hemopro extension cable was replaced; however, the hemopro device still would not activate. A replacement device was used to complete the procedure. The hosp did not report any pt effects.